Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of off no power anomaly. The customer's blood glucose level was 134 mg/dl at the time of the incident. The customer stated alarm occurred less than 24 hours from low battery. The product was returned for analysis.

Manufacturer narrative:
The device was received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump monitored for several days. No unexpected off no power anomalies were noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip.